Manufacturer narrative:
Device evaluation: the manufacturing batch record review confirmed the device met all material, assembly and inspection specifications. As received, the specimen consists of one each clinically exposed, damaged hydro gw std s 150-035 device; returned extending 10.5cm from the dispenser assembly, and double bagged within "(B)(4)" style poly biohazard pouches. The specimen presents skive damage located 4.95 to 16.10cm from the distal tip oriented in a proximal to distal orientation, exposing 10.95cm of the metallic core wire. The damage presented appears consistent with the complaint narrative stating "part of the hydrophilic coating shaved off of the zipwire from the needle tip". The specimen also presents large radius spiral bends over the distal 15.4cm; this damage appears consistent with residual tensile strain deformation. Reviewing all details to date, clinical and/or procedural factors appear to have impacted on the event as reported.

Manufacturer narrative:
The device was not received for evaluation; therefore no physical analysis of the device can be performed. The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. Reviewing all details to date, it appears that clinical and or procedural factors may have impacted on the reported event. It was reported that the device is expected to be returned for analysis; however, at the time of this report, the device was not received. If there is any further relevant information provided, a follow-up medwatch report will be provided.

Event description:
As they were trying to gain access over the stone through the 18g needle, part of the hydrophilic coating shaved off of the zipwire from the needle tip. They were able to successfully retrieve the hydrophilic coating from inside the patient. They were placing the contour stent retrograde over the amplatz wire. When they placed the stent and pulled the wire, something got caught. The wire unraveled. The outside wiring on the wire itself unraveled inside the stent so the stent was not able to create a bladder coil. The stent was deformed by the wire. They used another of the same devices for all three to complete the procedure with no patient complications.